Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported by the patient that eight infusion set cannula was bent due to which hyperglycemia occurs within 3 hours of insertion. Infusion set was placed in abdomen and butt cheek. Blood glucose level was 300 mg/dl. Event occurred from 01/01/2024 to 04/23/2024. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-06982- device 5 of 8.